Manufacturer narrative:
Concomitant medical products: model: 5076-85, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) discriminator withheld therapy when it detected a ventricular tachycardia (vt) event as a supra ventricular tachycardia (svt), delaying therapy. The arrhythmia accelerated into the ventricular fibrillation (vf) zone and eventually was successfully treated and terminated. Reprogramming was competed to turn the discriminator off. The device was later extracted and the patient upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.